Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported door not fully latched alarm was confirmed and reproduced after loading a set and attempting to close the door. This condition was determined to have been caused by loose link screws. The link screws were replaced.

Event description:
It was reported a spectrum pump alarmed door not fully latched during therapy. It was also reported there was no patient injury.